Event description:
Voluntary medwatch report # (B)(4). It was reported that during a stenting treatment procedure, a tip detachment occurred. The patient had a complicated anatomy. During a stenting treatment procedure the 182cm j tip mailman guide wire tip got caught on the end of the stent in the vessel, and when trying to loosen it, the tip broke off. The wire tip was then 'jailed' using an additional stent against the vessel wall. It is not free floating. No harm to the patient and no additional testing/monitoring required from this event. It was commented that it actually looked like it folded back on itself when it 'grapple' hooked on to the edge of the stent. Then looked like it got into a knot as they worked to get it unhooked. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).